Event description:
It was reported that guide wire fracture occurred. The target lesion was located at the superior vena cava. A 035/145 amplatz super stiff¿ guide wire was advanced to the lesion. The procedure was completed successfully however upon removal of the guide wire, it was noted that the inner core wire is sticking out of the distal tip of the wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).